Manufacturer narrative:
Investigation summary: bd received one photograph for investigation. Evaluation of the attached photograph showed a tube with a single bubble in the gel at its base. Additionally, 100 retained samples were visually inspected, and no defects were found. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode gel airbubbles. No definitive root cause could be established for the reported defect. Based on the low defect rate for the batch in question, no actions are planned at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported before using the bd vacutainer® sst¿ ii advance plus blood collection tube there were air bubbles in the gel additive of 15 devices. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported before using the bd vacutainer® sst¿ ii advance plus blood collection tube there were air bubbles in the gel additive of 15 devices. No adverse impact was reported regarding the patient or user.